Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 160 mg/dl (system 1), 230 mg/dl (system 1) , 390 mg/dl (system 1), 120 mg/dl (system 2), 128 mg/dl (system 2).